Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the black rx tunnel detached in the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable investigation result finding of rx tunnel detached. Block h10: investigation results: visual and microscopic examination of the returned complaint device found that the rx tunnel of the device was detached, which confirms the reported event. No damage was found on the balloon of the device. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. The found problem of the rx tunnel detachment is likely due to problems traced to manufacturing process, and this problem can generate difficult introduction and advancement of the catheter over the guidewire; it is likely the physician encountered this problem during the procedure. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the black rx tunnel detached in the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.